Manufacturer narrative:
D5,6; h4: info not available, device not returned for analysis. Analysis conclusion: record purpose only: no analysis could be performed as no instrument was received. The info you have provided has been reviewed by the appropriate engineering and mfg personnel.

Event description:
It was reported during a laparoscopic lymphadenectomy all ports were put into place and the surgeon noticed the bowel was adherent to the anterior abdominal wall. After examining the bowel the doctor noticed what looked like a hole in the bowel. It was difficult to tell because of the adhesions, and opened the patient to examine further. The circulating nurse informed him they did not suspect trocar injury. She said the surgeon used the dcs12 scissors to lysis an adhesion which turned out to be bowel, therefore a hole was cut into the bowel. The patient is doing fine postoperatively.